Event description:
It was reported this esophageal stent was placed without incident on oct. 6, 1997. The pt was reassessed on 1-13-1998 and it was noted that the stent had migrated into the pt's stomach. The coating of the stent was no longer attached to the stent and was not located. The stent was successfully removed with a polypectomy snare. A second stent was placed without incident. No further details are available regarding the circumstances surrounding this event. The device has not been returned by the user facility. Therefore, a failure analysis is not available. Without evaluating the device and without further details. Co is unable to determine the cause for this event. Co's instructions for use state: "the following complications have been reported in the literature for esophagus prosthesis.... These include but are not necessarily limited to: pain, stent migration.